Event description:
Occasionally alarming asystole and vfib with normal complexes, grassy display on every telemetry box at one time or another. Mindray will come and do an interrogation of the entire system. Possibly r/t patch placement. This telemetry issue involved multiple patients at the hospital. There was no injury or adverse outcome to any of the patients.